Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The stenosed lesion being treated was located in the very calcified, tortuous right coronary artery (rca). The physician attempted to place a 3.50 x 32 mm taxus express2 drug eluting stent, but was unable to cross the lesion. Upon removal from the guide catheter, it was noticed that a stent strut in the middle of the stent was pulled away from the balloon. The procedure was completed with three non-bsc stents. No pt complications were reported. Pt status reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.